Event description:
A physician reported that the new vitrectomy probe was not working properly, it stops cutting during the surgery. The procedure type was unknown. The surgery was completed after replacement of probe with new one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe with tip protector in a tray was received for the report. The sample was visually inspected and found to be non-conforming with orange/brown in color foreign material on the port face, inside the port, and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for all functional tests. The probe engine was disassembled, and the components inspected. Top o-ring inner diameter has gouges in the rubber. Spacer was cracked with pieces of rubber on spacer. Diaphragm/extension at top bonded area had excessive adhesive, with adhesive was rolled back and black rubber debris was seen on the adhesive at the folded over area. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the lot number obtained from the device's rfid tag. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. One non-conformance record was opened to trend the defect of excessive adhesive at the diaphragm. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, potential manufacturing issues of excessive adhesive at the diaphragm/extension bonded area and broken/cracked spacer cannot be ruled out. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. A non-conformance record was opened to trend the defects of excessive adhesive at the diaphragm/extension area and broken/cracked spacer. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).